Manufacturer narrative:
Tge454510 (B)(4).

Event description:
On (B)(6) 2016 the patient was implanted with a conformable gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. Reportedly the device moved proximal during the procedure amd covered partially the native carotide artery. On (B)(6) 2016 during the follow up visit a partial thrombosis at the origin of the native left carotid artery was observed. The patient had been administered drugs (aspirin 160 mg/dl prior event and in additional after the event ticagrelor). It was reported to gore the event is related to the device and to the procedure.

Manufacturer narrative:
(B)(4).